Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) after experiencing two consecutive charge times that were outside of the extended charge time limit for the device. Two capacitor reforms were performed yielding charge times of 17.9 seconds and the battery status recovered, thus was no longer at eri. It was noted that the patient was 20 weeks pregnant and the physician preferred to wait until after the pregnancy to replace the device. Boston scientific technical services (ts) suggested the patient be followed monthly. Additional information was received 11 years later that the ICD was replaced two months later due to the advisory. This device is part of the mid-life display of replacement indicators advisory. No additional adverse patient effects were reported.